Manufacturer narrative:
Primary di number (B)(4).

Event description:
Based on the available claim information, the reported failure mode " loss of osseointegration " is not product related and rather is attributed to patient contraindications/conditions or clinician error in surgical protocol. No investigation of product or corrective action is required. Complaints will continue to be trended. (B)(4).